Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6 cubie drawer did not open, and users were unable to retrieve medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary full height drawer 6 failed to open and that the inseparable had failed, then replaced the inseparable, completed testing with good results, and the customer verified that the unit was operational. The system functioned as intended after the field service engineer repaired the device.